Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer checked and her blood glucose was high at 437 mg/dl. Customer bolused and received a no delivery alarm on the insulin pump. Customer's blood glucose is 167 mg/dl. Customer's mother reported that the alarm was resolved by a complete set change. Customer's mother would like to return the set and reservoir for analysis. Customer was not able to troubleshoot at the time of the call.